Event description:
The user reported that the gauge needle did not respond to applied pressure. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. The user did not state if this was the initial use of the device. The user did not provide a lot number. The device history record and complaint database could not be reviewed for lot specific information. A follow-up report will be submitted when the evaluation has been completed.